Event description:
The distributor reported on behalf of the customer that the device stk190-137-90, oscillating saw blade replacement 19 x 1.37 (0.054") x 90mm was being used on 30mar26 a ¿¿fragment of the tip of the oscillating blade was found in a postoperative x-ray of a total knee arthroplasty (tka). A chip was observed of the tip of the blade. Fragment of the blade's edge remained inside his body." The procedure was completed without an alternate device. Per further assessment it was reported that no problems have been reported for the patient. No medical/surgical intervention was required for the patient. The doctor is planning on leaving the fragment in the patient. This report is being raised due to the reported injury of fragment of the device remains in the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.